Event description:
It was reported that a user contacted support regarding elevated blood glucose of 204 mg/dl while using the ilet with a contact infusion set and referenced a prior occlusion alert earlier the same day before the call disconnected. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included an attempted troubleshooting call that could not be completed and a follow-up call without contact. Investigation of this case revealed that the cause of the hyperglycemia could not be determined due to incomplete troubleshooting and absence of confirmatory data, with a potential contribution from a prior occlusion alert noted but not verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.